Event description:
A nurse reported that the cassette leaked during surgery. According to the reporter, liquid ran into the system and came out of all slots; at the end of the surgery there was a big puddle. The procedures was completed without any delay or patient harm. No add'l info is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).